Manufacturer narrative:
No UDI information is available; the device was manufactured before UDI implementation. Please note that previous medwatch reports for this product may have been submitted under the following registration numbers:9611530, 3007420694. Currently, these products are to be handled by arjohuntleigh ab¿s complaint handling establishment and any medwatch reports will be submitted under registration 3007420694. The investigation included a review of the device history record (DHR), complaint and service history, information provided by the customer, and post-event inspection and functional testing of the involved lift. No evidence of device malfunction, manufacturing deficiency, or maintenance-related issues was identified. The lift operated as intended during functional testing, and no similar complaints were identified for the involved serial number. In addition, no information was received indicating damage or failure of the sling used during the transfer. The findings of the arjo investigation are consistent with the conclusions of the customer's internal investigation. Based on the available evidence, the most probable cause of the resident's fall was improper sling attachment prior to the transfer, specifically failure to secure one of the leg straps to the spreader bar. The event was most likely the result of use error and not associated with a deficiency in the design, manufacture, or performance of the arjo lift. The maxi twin instructions for use (IFU, 04. Kt.00 rev.7/gb)) provides comprehensive guidelines on how to correctly apply the sling, complemented by graphical illustrations for further clarification. There is included warning: ¿to avoid the resident falling, ensure that sling clips or loops are securely attached before as well as during the lifting initiation.¿ the arjo maxi twin lift was involved in the reported event and it was in use at the time the resident fell. The post-event functional testing confirmed that the device met specifications and performed as intended, with no evidence of malfunction or product deficiency. The complaint was assessed as reportable, as fall from the lift, may result in life threatening injury.

Event description:
The customer representative (lead moving and handling practitioner) contacted arjo via email to report an incident involving a maxi twin lift. During a resident transfer, the resident fell from the lifting system and sustained a head injury (a cut to the top of the head). The resident was assessed by a general practitioner (gp), and no hospital admission was required. At the time of the incident, a non-arjo loop sling ((B)(6), serial number (B)(6)) was being used. Following an internal review and reconstruction of the incident, the customer concluded that one of the sling leg loops had most likely not been attached to the lift spreader bar prior to the transfer.